Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 339 mg/dl.